Event description:
A customer contacted baxter's (B)(4) regarding a system error 2240 that appeared on the homechoice display every night during drain 1. The home patient (hp) stated that it keeps losing prime after dwell stage. The hp stated that he had to go back through prime after every cycle until therapy was over. The hp was never connected when alarm sounded. The technical service representative (tsr) explained that he was not getting back in time for the hc machine to drain. The tsr told hp that his way of doing this was very incorrect and could cause serious problems. The hp kept using same setup after alarm. The hp refused to listen. The tsr advised the hp to inform the nurse of this problem. No patient injury or medical intervention was indicated at the time of the initial report. During a follow up with the nurse regarding the 2240 alarms, it was revealed that the hp did notify one of the nurses at the clinic, and agreed that hc machine was likely sucking air when hp disconnected to during dwell and was not getting back in time for hc machine to drain. Per nurse, hp was re-trained. The nurse stated that the hp is doing fine and continuing therapy without issues. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated at this time. No further information was provided.

Event description:
The facility representative reported a colleague infusion pump with failure code 808:02 in which pump overinfuses. It is unknown which process step this event occurred during. There was no report of patient injury or medical intervention necessary. The user interface module software version of this pump is currently unknown. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was not returned to baxter, therefore an evaluation will not be performed. A follow-up report will be filed should any necessary supplemental information become available.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The hp stated that he always disconnects during dwell. The tsr explained that he was not getting back in time for hc machine to drain. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the potential use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).